Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm¿ voluma¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm¿ volift¿ with lidocaine, 4 ampoules of juvéderm¿ voluma¿ to the malar regions, nasogenian groove, labiomental groove and pyriform fossa and 1 ampoule of juvéderm® volbella¿ with lidocaine to the lacrimal groove and palpebromalar region. 4 months later, patient reportedly "full of nodules." Nodule located in the left labiomental groove was hardened with no phlogistic signs. No signs of infection. The patient was medicated with quinolone and clarithromycin for 30 days and prednisone 40mg/day for 1 week. According to the patient, the nodule did not improve at all with this treatment and new nodules appeared in the right labiomental groove and bilateral piriform fossa. The nodules remained a hardened consistency, with no signs of inflammation. 5 months after symptoms apparition, triamcinolone and 5-fluoracil, "very little quantity," provided. The following month, hyaluronidase, total of 1500 rtu applied. Soft tissue ultrasound and biopsy completed. Symptoms have not improved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00283 (B)(4) and MDR ID# 3005113652-2020-00284 (B)(4). This MDR is being submitted for the juvéderm¿ volift¿ with lidocaine injection.